Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
On (B)(6) 2015, spacelabs received a report that telemetry xhibit central was having format and display issues which resulted in the loss of patient data display. No patient injury was reported for this event.

Manufacturer narrative:
The issue has been traced to the texas instrument (ti) msp430. Microcontroller used on the model 96280 telemetry receiver quad receiver card (qrc) pcba that has an internal hardware defect that affects the proper clocking of digital data communications on some qrc units. In order to correct this issue, a new version of the ti msp430 is being implemented that includes a hardware correction for the clocking defect. Spacelabs considers this medwatch closed. Further actions and information will be documented under the spacelabs field corrective action process.